Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported the right ventricular lead was explanted for unknown reasons. The patient condition and symptoms were unknown. No further information was known about the event.